Event description:
It was reported by the patient to have extracardiac stimulation. Therefore the patient presented and the left ventricular (lv) lead polarity was reprogrammed from lv ring to right ventricular (rv) coil to lv tip to rv coil. The lv lead remains in use. It was noted the patient was part of the system longevity study (sls.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.